Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately seven months post filter deployment, the patient had a ivc removal procedure that was performed by (B)(6) at (B)(6) hospital. The filter was removed without any complications. Approximately six months after the ivc filter removal procedure, the patient underwent a CT scan which revealed that a strut had fractured from the filter and migrated to the patient's heart and embedded in the right ventricle. The current status of the patient is unknown.